Event description:
It was reported that the cartridge would not snap into the pump. Reportedly an o-ring from the previous cartridge was found on the pneumatic tap. There was no reported impact to the customer's blood glucose level. The customer declined to complete troubleshooting or provide further information.